Event description:
It was reported that the screw hole was torn from the main part. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The present matrixneuro burr hole cover was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Also we are not aware of any similar occurrence regarding this article. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is clearly visible that the ring was deformed before it broke. Also there are stress marks within the hole that are visible. This lets us assume that during the insertion an excessive contact between the screw and the plate caused this occurrence. No product fault could be detected.